Manufacturer narrative:
See b5- event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was caller reported that the recharger cord is no longer working and they need a whole new system. Caller reported the recharger is not charging. Caller stated that the patient is in a nursing home and they ran over the charger and they pulled the wires all loose and it's all busted up. Caller clarified the recharger antenna cord where it plugs in at the top is "messed up". Caller also reported the dtc cord is "messed up". No symptoms reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6); product ID: 37751, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was caller reported that the recharger cord is no longer working and they need a whole new system. Caller reported the recharger is not charging. Caller stated that the patient is in a nursing home and they ran over the charger and they pulled the wires all loose and it's all busted up. Caller clarified the recharger antenna cord where it plugs in at the top is "messed up". Caller also reported the dtc cord is "messed up". No symptoms reported. The caller will drive to the nursing home themselves to the get the numbers and then call back. The caller noted that the black cord is damaged and the recharger is also damaged due to someone trying to plug the cord into the port the wrong way.

Manufacturer narrative:
H3. Analysis of desktop charger (s/n #(B)(6)) found "cable assembly had a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.